Manufacturer narrative:
A thorough investigation to determine the reported issue was to be performed. Based on the available evidence, the device performed as intended in the functional test of the manufacturing process, as evidenced in the review of DHR. Not enough information could be obtained to investigate the reported problem further. The cause could not be concluded due to unavailability of logs from the event date. The system has returned to service, and no similar issues have been reported.

Event description:
It was reported the ultrasound system was not available during a critical tricuspid valve repair procedure. The epiq cvxi system displayed an error code and would not connect to the verisight pro catheter or display images. No further information is available. There was no patient or user harm associated with this event; however, the procedure was eventually aborted as they were unable to proceed with the tee transducer alone. Philips has started an investigation, and upon completion, a follow-up report will be submitted.